Manufacturer narrative:
Additional information to include from facility name: social (B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the saber balloon catheter ruptured at twelve atmosphere (12 atm). There was no patient injury. A non cordis cutting balloon was inflated and the procedure was completed. The lesion was a distal portion of the right-popliteal artery. The lesion seemed to be severely calcified and stenosis. An ipsilateral approach was made with a non cordis guiding sheath and a non cordis guidewire crossed the lesion. Then a saber balloon was used for inflation, however it ruptured around at 12 atm during its initial inflation. There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's contrast media and inflation device was used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, or the guide catheter. The catheter has never been in an acute bend. The product removed intact (in one piece) from the patient. The device was stored per the IFU for one week. The device is not available for analysis. No other information was provided.

Manufacturer narrative:
During use, it was reported that the 2x40mm 155cm saber balloon catheter ruptured at twelve atmospheres (12 atm). A non-cordis cutting balloon was inflated and the procedure was completed. There was no patient injury. The lesion was a distal portion of the right-popliteal artery. The lesion seemed to be severely calcified and stenosed. An ipsilateral approach was made with a non-cordis guiding sheath and a non-cordis guidewire crossed the lesion. Then, a saber balloon was used for inflation, however it ruptured around at 12 atm during its initial inflation. There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's contrast media and inflation device was used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, or the guide catheter. The catheter has never been in an acute bend. The product removed intact (in one piece) from the patient. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17391634 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified and stenosed) may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.